Manufacturer narrative:
D4: lot #: the customer reported lot number 155779201; however, this is not a valid baxter lot number. D4: unique identifier (UDI) #: the product code and lot number are unknown; therefore, the UDI number could not be compiled. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric pump leaked when connecting 5 fu (fluorouracil) to the patient. The pump was removed for inspection, and when it was reconnected, it was still leaking. There was no report of patient injury or medical intervention associated with this event. No additional information is available.